Event description:
A customer reported that during a phacoemulsification procedure with an intraocular lens (iol) implant, suction failed while in I/a (irrigation/aspiration) mode. The case was completed following a 30 minute delay. One day postoperatively, the patient presented with corneal edema. Additional information provided from the surgeon indicated the outcome of the event has resolved and no treatment was required.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported issue. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate (B)(4) additional similar report for this system. The root causer could not be determined. (B)(4).